Manufacturer narrative:
Title infectious peritonitis profile in peritoneal dialysis at ibn sina university hospital: a 6-year data report source international journal of nephrology and renovascular disease, volume 7, 2014 (323¿327) date of publication: 2 august 2014. If information is provided in the future, a supplemental report will be issued. -(B)(4).

Event description:
According to the reporter, during the 65-month study period, we observed 76 episodes of infectious peritonitis in 36 patients. Clinically, abdominal pain was present in 79% of cases; vomiting and fever were noted in 42% and 38% of cases, respectively.